Event description:
The customer reported high blood glucose. It was indicated that the customer started on the pump a week prior to the call and the same day went to the hospital for high blood glucose. Also the customer requested assistance in checking the settings. The basal rates settings were correct. The customer was not able to set a dual wave bolus. Assisted the customer in activating the feature.